Event description:
It was reported that the patient was sent to the (ER) emergency room following a lead revision (mrf# 3006630150-2024-04793). The patient was electrocuted and had worsening pain all over the body. Database analysis revealed no anomalies. Additional information was received that the patient underwent an explant procedure and the explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7084459.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was sent to the (ER) emergency room following a lead revision (mrf# 3006630150202404793). The patient was electrocuted and had worsening pain all over the body. Database analysis revealed no anomalies.